Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after the start of an ipg replacement procedure (3006705815-2024-01726), the patient coded and the procedure was abandoned. The patient was transported to the ICU and is stable now.